Event description:
Surgeon was removing patients kidney, after a robotic nephrectomy, using an endo catch 2 15mm specimen retrieval pouch. (B)(4), exp (B)(6) 2022, made by covidien. It was questionable if there was a piece missing when the bag ripped; surgeon aware and he looked in the abdomen and no pieces were found in the abdomen.